Event description:
It was reported that following the implantation of an elevate anterior graft the patient experienced moderate de-novo difficulty emptying bladder, "unsuccessful void trial prior to discharge; not able to urinate on own." She was "discharged with foley catheter and returning to clinic (B)(6) 2015 to repeat trial." The patient repeated bladder void trial, "300 ml normal saline instilled into bladder via catheter which was then discontinued; patient able to void 300 ml immediately." The event was resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported as a result of this event.